Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's wife reported that on (B)(6) 2015 at 9:05 pm customer received a result of 346 mg/dl on his adc blood glucose meter, which was "higher than usual" and self-administered 25 units of unspecified insulin. Caller further reported that the next morning ((B)(6) 2015) at 8:30 am customer experienced "glassy eyes" and "can't answer clearly". Paramedics were called and upon arrival received a reading of 61 mg/dl on their unspecified meter at "around 9:30-10:00 am". Customer was treated with an unspecified "IV shot", in addition to being given apple juice and a peanut butter and jelly sandwich. It was further reported the customer was "rushed to the hospital". No further information was provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.